Event description:
It was reported that the patient experienced a cerebrovascular accident (cva) during the acculink stenting procedure in the very tortuous right internal carotid artery. Angiogram during the procedure showed a filling defect distal to the stent and the patient was emergently treated with tissue plasminogen activator (tpa) and thrombectomy. The acculink stent was patent. Post-procedure, the patient demonstrated left sided weakness. Brain MRI showed acute infarctions. Brain mr angiography showed occlusion in the distal middle cerbral artery. No treatment was provided. Five days post-procedure the patient continued to have left-sided weakness and was discharged to a rehabilitation facility. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient effects of cerebrovascular accident, embolism, thrombosis, ischemia, weakness and occlusion are listed in the emboshield nav 6 instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.